Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 08/05/2014 with the following findings:the bolus button was observed to be unresponsive. A foreign material was found to be covering the bolus button. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a bolus button response issue. This report is made based on results of the investigation performed on 08/05/2014.